Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a right ventricular (rv) lead revision procedure was performed. During the revision procedure, the helix of the rv lead was difficult to retract. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement resulting in loss of capture and helix mechanism issue. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix was retracted clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray imaging showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the inner coil, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and over torque of the inner coil. During electrical testing the lead failed the high potential test due to over torqued inner coil at the connector region which is consistent with procedural damage.

Event description:
Additional information was received indicating loss of capture was noted on the right ventricular (rv) lead due to dislodgment.

Event description:
Additional information was received indicating the reason for the right ventricular (rv) lead revision procedure was dislodgement of the rv lead was observed.